Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024 a 29mm navitor valve was implanted in a patient with a depth of ncc 4mm (lcc 6mm). On the same day, it was noted that the patient had a left bundle branch block (lbbb) and first-degree atrioventricular block. The patient was also arrhythmic due to frequent extrasystoles. The decision was made to keep the patient for monitoring. On 10 (B)(6) 2024, it's noted that the patient had a progressive lengthening of pr interval (up to 220 ms) was observed. Later that night, it was noted via telemetry that the patient had an onset of atrial fibrillation. The patient was administered 60 mg daily edoxaban until discharge. The cause of the patient's atrial fibrillation is currently attributed to the 29mm navitor valve and the implant procedure. The patient is stable at the time of report.

Manufacturer narrative:
An event for patient effects of heart block, arrhythmia, and atrial fibrillation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block, non-specific EKG/ECG changes and atrial fibrillation could not be conclusively determined. The reported arrhythmia was due to frequent extrasystoles. The reported unexpected medical interventions and hospitalization were result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.